Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: steerable guide catheter, implanted mitraclip (x1). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the device component separation, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. One mitraclip was implanted and a second clip delivery system (cds) was prepared. During deployment of the mitraclip, difficulty was encountered. The deployment sequence was followed; however, the clip did not detach. The actuator knob was turned and the mandrel became exposed. The crimping cam was noted to come off the mandrel, leaving the distal end of the mandrel. The delivery catheter was rocked and the clip disengaged. After trouble shooting maneuvers were performed, the clip deployed. One additional clip was implanted. The mitral regurgitation was reduced from grade 4 to mild. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of device component was confirmed via returned device analysis. Due to the condition of the returned device, the reported difficulty deploying the clip could not be replicated in a testing environment. Through the investigation it was determined that the reported detachment of device component appeared to be related to use technique during troubleshooting maneuvers; however, a definitive cause for the reported difficulty deploying the clip could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.